Event description:
This was a right-sided, lead removal case conducted in the operating room. The pt was originally implanted on the right side 14 yrs prior and developed an infection after device change out in (B)(6) 2010. The infected device (dual chamber pacemaker) was removed and the visibly infected tissue cleaned from pocket, but the leads were left behind. A new system was implanted on the left side. One month later, the abandoned leads on the right side began eroding through the skin. During the extraction, the inner lumen of the ra lead was compromised and prevented the lld-ez from being advanced to the distal tip. In the process of lasting the lead with the 16f sls, the lead body broke away from the distal tip and wire was exposed inside the heart and the svc. The lead was eventually removed (including the distal tip) and attention turned to the rv lead. Two to three mins after fully removing the rv lead, a precipitous drop in pressure was observed. A pericardiocentesis was performed, but no fluid was removed. The cv surgeon performed a medial sternotomy and found a tear in the svc, approx 5cm above the svc/ra junction. The tear was repaired and the chest was closed without further complication. As of (B)(6) 2010, the pt was alert, oriented and recovering as expected. There were no devices retained for return analysis. Several unsuccessful attempts ((B)(6) 2010) were made to gather more info regarding the devices used and the lot/serial#s.